Manufacturer narrative:
The reported one 9x20mm biosure regenesorb screw, intended for use in treatment, will not be returned for evaluation. Without the reported product and pertinent clinical details a thorough investigation cannot be performed and the customers complaint confirmed. From the information provided, screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: using the incorrect driver. Excessive force placed on the screw during insertion. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the screw cracked while the surgeon was inserting it. No patient injuries or significant delay reported. Surgery was finished using a competitor device. All the broken pieces were removed from the patient's anatomy.